Manufacturer narrative:
The harmonic ace curved shears instrument was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a piece of the jaw broke off and fell inside the patient. The broken piece was retrieved and no patient harm was report. However, it is unknown what caused the breakage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a total benign hysterectomy da vinci procedure, the jaw of the harmonic ace curved shears broke off and fell in the patient. The fragment was retrieved. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved in this complaint and completed investigation. Per the customer reported complaint, failure analysis found the jaw was broken off. The broken piece was not returned with the instrument. The known common cause of this failure is user mishandling/misuse. Based on the additional failure analysis investigation information, this MDR report is being retracted since the failure mode was due to mishandling/misuse of the instrument.